Event description:
This is filed as after the clip (40414u1/(B)(4)) was placed on the mitral valve leaflets, the posterior leaflet detached and was torn with an unidentified structure seen on the leaflet. It was reported that during a mitraclip procedure, the first clip (40414u1/(B)(4)) was prepped for use with no device issues observed. There was no difficulty visualizing the clip during the procedure. The mitral leaflets were described as being tethered and grasping of the leaflets with the clip was difficult. When the clip was in the left ventricle, there was no unexpected movements of the clip delivery system (cds). However, after the clip was moved a little to the lateral side, it became caught in the chordae close to the lateral commissure and the clip could not be moved. After 30 minutes of "heavy movements", the clip was freed. Although there were no defects observed in the leaflets or device issues with the clip, due to the heavy movements that was applied to the device, it was decided to remove the cds from the anatomy. Another two clips were successfully implanted on the leaflets, but there was not enough change in the mixed mitral regurgitation (mr) to change the mr grade 4. A fourth clip (40414u1/(B)(4)) was used. The fourth clip was positioned laterally to the two implanted clips. After two attempts to grasp the leaflet with the clip, an optimal grasp (close to 60 percent) was made and the jet was reduced. There was no difficulty visualizing or placement of the clip.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the cds. The reported patient effect of tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associate with mitraclip procedures. It should be noted that while there was no reduction in mitral regurgitation (mr), the patient effect of worsening mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The tissue damage was likely related to procedural conditions associated with the mixed mr etiology of the patient resulting in weakened leaflets; following the tearing of the leaflet, the mr likely returned to the preprocedure grade, resulting in the unchanged mr grade at the end of the procedure. A review of the device history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). No change in mitral regurgitation grade. There were no problems noted while performing the leaflet assessment. However, after complete closure of the clip, the jet returned and the posterior mitral leaflet (pml) detached from the clip. An unidentified structure was seen in the clip. The clip was opened and the structure hung onto the pml and it was clearly observed that the pml was torn. The physician thought the structure may have been a part of the torn leaflet and it appeared to be securely attached to the leaflet. The fourth cds with the clip was removed from the anatomy. Post procedure, the mr grade remained at the preprocedure grade 4. No additional medical treatment was administered due to the torn leaflet. One day post procedure, the patient was stable and well. The length of the patient's hospitalization has not yet been determined. Per the physician, this event was procedure related and not device related. No additional information was provided. Concomitant product: mitraclip system, steerable guide catheter, mitraclip (x2). The clip delivery system was reported as being discarded. The investigation is not yet complete. A follow-up report will be submitted with all relevant information. The clip delivery system (40414u1/(B)(4)) reported is filed under another medwatch number.